Manufacturer narrative:
H3: visual examination of the returned device finds damage/deformation consistent with removal techniques. There is damage to the locking dovetail feature. Key dimensional measurements were taken and found the poly to be within specifications. Additional observation under stereo microscopy showed a mostly pristine dome with minor scratches in the anterior/posterior direction. This is observed on every explant and wear sample. The articular surface of the insert was mostly machine marks. There was a narrow region of burnishing observed on one condyle. This region was approximately 1-2mm measured medial to lateral, and approximately 10mm long along the anterior to posterior axis. Higher magnification (12x) was used to examine for evidence of scratching, but was not found. The wear pattern at all magnifications was highly polished, suggesting burnishing. No evidence of scratching, pitting, or third body wear was observed. No evidence of oxidation or fatigue cracking was observed.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient underwent revision surgery for reasons that were not reported.

Manufacturer narrative:
The product was not returned nor were images provided for review; therefore, product analysis cannot be performed.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient underwent revision surgery for reasons that were not reported.